Event description:
Customer reports "fire" from their adc device. Customer further reports their device, "burned." No further details were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports "fire" from their adc device. Customer further reports their device, "burned." No further details were reported. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter (B)(6) was investigated with retained battery. Visual inspection was performed on returned meter and observed burn marks on the meter casing. Meter was de-cased and further investigated. Internal visual inspection was performed and liquid contamination was observed on the pcba (printed circuit board assembly). An extended investigation was performed. Visual inspection was performed on the returned meter and meter casing was melted in the top right hand corner, this damage is consistent with being left on a heat source. The returned meter was further investigated and de-cased. Visual inspection has been performed on the de-cased meter's pcba and no evidence of fire, smoke or electric shock observed. Therefore, this issue is not confirmed to use. The useful life of freestyle optium xceed meter is 4 years. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.